Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown reasons approximately after nine months of being implanted. The remaining leads were also explanted. Whole system crt-d was replaced with a different device system. No additional adverse patient effects were reported

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown reasons approximately after nine months of being implanted. The remaining leads were also explanted. Whole system crt-d was replaced with a different device system. No additional adverse patient effects were reported.